Manufacturer narrative:
Retained samples of the same lot have been inspected visually, electrically and thermally. Mechanical tests were performed on 2 retained samples. All tested samples were found to perform within limits. No faults could be detected. The IFU specifically states "if an electrosurgical unit offers an electrode contact quality monitoring system like rem¿, nessy®, arm¿, etc., always use a split electrode." The wem (model ss 501s - electrical bisturi microprocessor) esu generator is equipped with an electrode contact quality monitoring system (ppm - patient-plate monitoring system), which only works with a monitoring electrode ("split"). An unsplit non-monitoring electrode was used. The use of a split electrode could have avoided the burn. Based on the information made available to us no further conclusion can be drawn. We therefore close the investigation. Involved device not returned.

Event description:
On (B)(6) a 3 hour surgical procedure was performed at a hospital in (B)(6). A non monitoring dispersive electrode (model rs05) and a wem (model ss 501s - electrical bisturi microprocessor) esu generator was used. Nature of the procedure: gynecological conization. The electrode was placed on the back side of the right thigh. The patient was lying in gynecological position and was not repositioned. The body type of the patient was described as obese and the skin as dry. The patient is allergic to captopril. The skin was not shaven, not disinfected, no ointment had been applied, but it was cleaned in a pre-operative bath and dried prior to the surgery. The power setting was described as "coagulation 35 cut blend 2" and was not raised. The hospital stated that the plate adhered well to the patient skin and was not coming off. During the procedure a burn ("redness with necrosis") was detected underneath the dispersive electrode. The size of the injury was specified as 2 cm in diameter, at a corner of the electrode. The wound has been described as a third degree burn with necrosis. The area of surgery was in the gynecological area and the distance between the dispersive electrode and the surgery area was described as "approximately 30cm away". The wound had been treated by "doctor curative". A photo provided shows the dressed injury.

Manufacturer narrative:
Retained samples of the same lot have been inspected visually, electrically and thermally. Mechanical tests were performed on 2 retained samples. All tested samples were found to perform within limits. No faults could be detected. Based on the information provided to us, no root cause could be specified. Currently we are awaiting additional information which generator model had been used, information on the objective of the procedure, the precise position of the injury on the patient, a more detailed indication of the distance between the application site and the operation field, and the relative orientation of the electrode. We will provide a follow up report. Involved device not returned.

Event description:
On (B)(6), a 3 hour surgical procedure was performed at a hospital in (B)(6). A non monitoring dispersive electrode (model rs05) and a wem (model unknown) esu generator was used. The electrode was placed on the back side of the right thigh. The patient was lying in gynecological position and was not repositioned. The body type of the patient was described as obese and the skin as dry. The patient is allergic to captopril. The skin was not shaven, not disinfected, no ointment had been applied, but it was cleaned in a pre-operative bath and dried prior to the surgery. The power setting was described as "coagulation 35 cut blend 2" and was not raised. The hospital stated that the plate adhered well to the patient skin and was not coming off. During the procedure, a burn ("redness with necrosis") was detected. The size of the injury was specified as 2 cm in diameter, at a corner of the electrode. The area of surgery and the relative orientation of the electrode have not yet been disclosed to us. The wound had been treated by "doctor curative". A photo provided shows the dressed injury.